Event description:
It was reported that a retained acucise cutting wire caused a calculus formation in a pt. While reviewing the internet an applied employee came across the attached paper entitled "calculus formation on a retained acucise wire" written by jeffrey f. Johnson and michael conlin. This was co's first notification of this incident and limited info has been obtained.